Manufacturer narrative:
The zoll catheter was not returned for investigation. Therefore, a physical investigation could not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported in the journal article "endovascular cooling versus standard femoral catheters and intravascular complications: a propensity-matched cohort study," that twelve (12) patients in the targeted temperature management (ttm) group presented major complications. This report is 1 of 12. On an unspecified date between (B)(6) 2012 and (B)(6) 2014, a coolgard catheter was placed in patient's femoral vein. The patient was found to have thrombotic complications during cooling. According to the physician, the patient did not have a catheter-related bloodstream infection. The catheter dwell time was 4.2 days. In the clinical study, the physician indicated that the catheterization time was longer than recommended for the ttm period for coolgard catheter. The specific catheter used in the study has not been reported to zoll. As default, the cool line catheter was selected. Patient 2 of 12 (ccr (B)(6))- MFR 3010617000-2018-00184. Patient 3 of 12 (ccr (B)(6))- MFR 3010617000-2018-00185. Patient 4 of 12 (ccr (B)(6))- MFR 3010617000-2018-00186. Patient 5 of 12 (ccr (B)(6))- MFR 3010617000-2018-00187. Patient 6 of 12 (ccr (B)(6))- MFR 3010617000-2018-00188. Patient 7 of 12 (ccr (B)(6))- MFR 3010617000-2018-00189. Patient 8 of 12 (ccr (B)(6))- MFR 3010617000-2018-00190. Patient 9 of 12 (ccr (B)(6))- MFR 3010617000-2018-00191. Patient 10 of 12 (ccr (B)(6))- MFR 3010617000-2018-00192. Patient 11 of 12 (ccr (B)(6))- MFR 3010617000-2018-00193. Patient 12 of 12 (ccr (B)(6))- MFR 3010617000-2018-00194.